Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) has not returning for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens was fully inserted in the right eye and had to be removed/replaced in the same procedure, because a scratch, dent, defect was observed on the lens. The incision was enlarged. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. Reportedly, the patient has recovered. No further information is available.